Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The factory of aomori olympus confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned and the coating was torn. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. There were no missing parts. The manufacturing record was reviewed and found no irregularities. Since the broken part was burnt and melted, omsc determined that the device broke during activation. Omsc assumes the breakage of the cutting wire occurred that the cutting wire became extremely hot due to the electric discharge caused by the following factors during activation. The high-frequency output was set too high. The activation time was too long. The cutting knife contacted another device. The coating tear is most likely caused by contact with some sharp object. Since 100% inspection is performed in the manufacturing process of this product, it is presumed that the coating tear occurred after shipping to the market. The device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *one side of the cutting wire of the subject device was detached from the adhesion part when the user checked the device at the preparation for use. The intended procedure was completed with another device. There was no patient injury reported. The cutting wire of the returned device was broken off. This is the report regarding the breakage of the cutting wire.